Event description:
The customer contact reported that the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical dept with an unsigned not that stated "button to push for pain not working." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device did not pass the keypad test. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device was missing the pt pendant, the internal cable for the pendant to the cpu was loose, and the nut for the locking assembly case was opened and the cable was not seated properly and the nut was left loose. This report represents all info known by the reporter upon query by hospira personnel.